Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Based on the additional information of the second microbiological testing result provided by the user facility, olympus medical systems corp. (Omsc) conducted the investigation again, but could not conclusively determine the exact cause of the reported event. However, the reported event may have been caused by the following: there was a difference between the reprocessing method performed by the customer and the recommended by the instruction manual. Contamination occurred during microbiological testing sample collection. The reprocessing by the user facility was incomplete due to a device defect. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of the second microbiological testing conducted by the user facility in january 2021, following microbes were detected from the sample collected from the device. Delftia lacustris (10 cfu/ml). Suction channel: klebsiella pneumoniae complex (<10 cfu/ml). Auxiliary water channel: stenotrophomonas maltophilia (1000 cfu/ml) stenotrophomonas maltophilia has inherent resistance to carbapenems and aminoglycosides. After the customer sterilized the device at their own facility, the device was considered standard by the hospital and was used again. Therefore, the device was not returned to olympus. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The microbiological testing by a third party laboratory could not be conducted, because the device was not returned to olympus. Omsc confirmed the reprocessing method of the user facility, but could not confirm any obvious deviation from the instruction manual. The exact cause of the reported event could not be conclusively determined. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the device. -suction channel: pseudomonas aeruginosa (30 cfu/ml), stenotrophomonas maltophilia (60 cfu/ml). -instrument channel: pseudomonas aeruginosa (70 cfu/ml). The device had been reprocessed with the olympus automated endoscope reprocessor models etd4 and minietd2 (not available in the USA), using peracetic acid. And no microbe was detected from the olympus automated endoscope reprocessor model etd, as a result of the testing. There was no report of infection associated with this report.